Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional test and display anomaly due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads .

Event description:
Customer reported via phone call to have received a blank display screen and constant tone. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer reported that insulin pump was exposed to humidity from weather. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.